Event description:
It was reported that within two days of implant, the right atrial lead had a loss of capture and sensing and was verified to be dislodged via fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator: (B)(6) 2014. (B)(4).